Event description:
In MFR report # 6000030201008013, the following info was reported: it was reported that during a pump implant/revision, the new pump was filled with a new drug concentration, morphine 20 mg/ml. The existing catheter was unable to be aspirated of the old drug concentration (morphine 45 mg/dl). The health care provider did not troubleshoot the catheter issue; the new pump was connected to the existing catheter. A priming bolus of 0.199 ml's rather than 0.3 ml's was programmed on the back table. Options for "bridging out the old 45 mg/ml" in the existing catheter were being considered. The preceding pertains to this MFR report's device. All add'l info received will be reported in this MFR report. Add'l info: as of (B)(6) 2010, the pt was "doing well" and was having no problems.

Manufacturer narrative:
(B)(4).